Event description:
It was reported that the device was given without any details of the event. No patient impact reported. It will be returned. The customer is returning five devices.

Manufacturer narrative:
(B)(4). Indicator wheel failure, advancer bypass. Devices b, c, f batch # g9j86u: mfg date: 01/21/2010; exp date: 12/21/2014. Device d g9j810: mfg date: 01/21/2010; exp date: 12/21/2014. Devices e batch # g9j818; mfg date: 01/20/2010; exp date: 12/20/2014. The analysis results of device (a) found that it was received in good visual condition. The device was tested for functionality to evaluate any non-conformance. During the first two firing sequences, the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. In addition, the device locked out as intended but the orange indicator was not completely visible. No incident related to the reported event was observed during the batch record review. The analysis results found that device (b) was received inside its original package. The device was tested for functionality to evaluate any non-conformance. Upon firing of the device, it fed and properly formed fifteen clips within manufacturing specifications and then, it locked out as intended. The analysis results found that device (c) was received inside its original package. The device was tested for functionality to evaluate any non-conformance. Upon firing of the device, it fed and properly formed fifteen clips within manufacturing specifications and then, it locked out as intended. The analysis results found that device (d) was received inside its original package. The device was tested for functionality to evaluate any non-conformance. Upon firing of the device, it fed and properly formed fifteen clips within manufacturing specifications. In addition, the device locked out as intended, but the orange indicator was visible at 10th firing sequence thus, it over traveled. The analysis results found that device (e) was received inside its original package. The device was tested for functionality to evaluate any non-conformance. Upon firing of the device, it fed and properly formed fifteen clips within manufacturing specifications. In addition, the device locked out as intended, but the orange indicator was visible at 10th firing sequence thus, it over traveled. The analysis results found that one el5ml device (f) was received inside its original package. The device was tested for functionality to evaluate any non-conformance. Upon firing of the device, it fed and properly formed fifteen clips within manufacturing specifications and then, it locked out as intended. A batch record review was performed and no anomalies were found during the manufacturing process.